Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacture.

Event description:
It was reported that the pump did not recognize the syringe size and failed plunger travel. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
No product was returned. A review of service history was unable to determine a probable cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.